Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The control board was replaced by the ge healthcare service representative and the unit was returned to service.

Event description:
The ge healthcare service representative reported after completing a repair of a power supply and restarting the unit there was a constant audible alarm. Mechanical ventilation would not have been possible. There is no report of patient involvement.